Event description:
It was reported that the patient presented for a follow-up in clinic. The pulse generator was unsuccessful in attempt to be interrogated. Three different programmers were used, attempted with both radio frequency antenna plugged in and without, and magnet rate indicated that the device was below end of life. It was suspected that the device had prematurely depleted. The patient presented on (B)(6) 2021 for device explant and the device was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
The reported events of inability to interrogate and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.